Event description:
It was reported that while the user¿s caregiver was removing the device case to clean the pump, the assembly separated and delaminated, exposing internal components, consistent with screen/bezel or enclosure separation and device structural integrity failure. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included device replacement and return of the original device, with user education provided on shutdown procedures and data handling. Investigation included internal complaint review and logistics tracking for device return. Investigation of this device revealed evidence consistent with a mechanical enclosure failure that led to separation of external components, with no functional effect on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was device component mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.